Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Supplemental has been submitted to correct the evaluation result (fdr); information that was missing on initial medwatch.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to 840 ventilator had a loss of communication error. The covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the malfunction occurred the unit passed all testing and operates within the manufacturing specifications covidien was not authorized to service the device.